Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Concomitant:, ddbb1d1 ICD implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had high impedance with a confirmed fracture. Additionally, the lead exhibited increased sensing integrity counts (sic) and noise. The lead was reprogrammed and was later explanted and replaced. No patient complications have been reported as a result of this event.